Manufacturer narrative:
Additional/updated information was added to reflect the cross brace being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing was broken on the seat rail by the weld, and the piece that had broken off was not in the return box. An expanded evaluation was performed. The expanded evaluation report confirmed that the seat rail tubing was fractured near where the seat rail tube and cross brace tube are welded and that the fracture extended into the weldment. However, the underlying cause could not be determined.

Event description:
The provider states the left side of the crossbrace is broken at the weld.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the left side of the crossbrace is broken at the weld.